Manufacturer narrative:
The ventilator was not returned to the manufacturer for evaluation. The manufacturer spoke with the patient's caregiver who verified that the patient had a 4.5mm tracheostomy tube. The patient's caregiver confirmed that all of the user-settable alarms were disabled at the time of the event. The patient's caregiver confirmed the ventilator does alarm for a "circuit disconnect" condition when the tracheostomy tube is removed from the patient circuit. The device labeling states, "you should not rely on any single alarm to detect a circuit disconnect condition. The low tidal volume, low minute ventilation, low respiratory rate, and apnea alarms should be used in conjunction with the circuit disconnect alarm." The manufacturer recommended that the caregiver contact the homecare provider to activate the user-settable alarms. The device is still in patient use. The caregiver has since contacted the homecare provider who came to their home and activated some of the user-settable alarms. The manufacturer has concluded that the device performed according to manufacturer's specifications.

Event description:
The manufacturer received information alleging a ventilator did not alarm when the patient became decannulated. The caregiver reinserted the tracheostomy tube. There was no resulting harm or injury to the patient.